Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported during a percutaneous transhepatic biliary drainage (ptbd) procedure the 10 x 80 mm absolute pro could not cross the lesion due to the anatomy and the stent prematurely deployed inside the anatomy and implanted in healthy tissue. There was no interaction of devices. A new device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported premature deployed stent and patient effects of foreign body in patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning for analysis; however, the device was returned. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported premature deployed stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The original event description was that the stent prematurely deployed inside the patient in healthy tissue. The returned device analysis revealed that the stent implant was returned with the delivery system. Follow-up with the account stated that the stent prematurely deployed and flowered prior to advancing in the patient anatomy; therefore, the device was not used. Another stent was used to successfully complete the procedure. No additional information was provided.